Event description:
The patient was admitted for a procedure in 2008 to treat a lesion in a protected left main. There was some calcification present. The physician inflated the balloon of a 3.0 x 8mm cypher stent until 6atm and at that point it burst. The balloon was removed and a 3.0 maverick balloon was introduced to post-dilate the lesion, as the stent was under expanded, and it successfully deployed. In addition, it was noted that it was a little difficult to remove the balloon after it had burst. The physician had to tug on it a bit and consequently, the stent moved back a couple of millimeters (about 2mm).

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.